Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had fallen. Lead dislodgement was noted but as far-r and atrial stand-still were noted previously, it was suspected that leads were dislodged before the fall. Leads were explanted and replaced. Patient is recovering normally and there were no permanent injuries as a result of the fall.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.